Event description:
It was reported that the pt was experiencing "withdrawal symptoms - itching, increased dystonia". An x-ray revealed that the catheter tubing was disconnected from the pump. The pt was admitted to the hosp: oral baclofen and cyproheptadine were administered. The pump was turned off. The pt was discharged to home on oral baclofen. After a week, pt and family noted the difference having an intrathecal baclofen pump made - and decided to have another device implanted; a new pump was implanted. The pt has recovered without sequela.

Manufacturer narrative:
This report is being submitted following an internal audit.